Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got motor error on insulin pump. The customer¿s blood glucose was 63 mg/dl. Customer stated the pump was stuck on rewind loop. The customer reported motor position encoder error alarm. Customer reported that the drive support cap was normal. Advised the pump will need to be replaced. Advised to discontinue use of the pump. Recommended customer refer to back up plan. The product was returned for analysis.

Manufacturer narrative:
Unit motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder error alarm due to motor error alarms. Unit had cracked lcd window and cracked reservoir tube lip.